Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter descending aorta aneurysm and distal arch aneurysm. No endoleak was observed during the procedure. It was reported that the post-operative follow-up showed a suspected type ia endoleak and the decision was made to add a stent proximally. Currently the proximal thoracic aorta is 40 mm in diameter. Per the physician the cause of the event was due to vessel morphology. A 44/44/150 valiant stent graft was implanted in zone 3 and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.